Manufacturer narrative:
The device was evaluated and repaired on-site at the customer's facility and will not returned to olympus. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoscope reprocessor closed roughly, as the latch sounded like metal on metal rubbing and appeared to be an issue inside the lock latching mechanism. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that when the top cover was closed, the metal hook and the cleaning tank interfered, causing the noise, which caused the user to feel that the scope was not set properly.; however, the event was unable to be confirmed as the device was not returned to olympus. Olympus will continue to monitor field performance for this device.